Manufacturer narrative:
Device deemed reportable on august 30, 2019 due to investigation findings. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: visual inspection: the evaluation of the received spacer clamp has shown that the slot is widened. In general is the device is a used condition with wear marks at the forefront and at the contact surfaces of the implant holder. This indicates that the device was previously used without any issues. Functional test: a function test is not needed. Because due to the widened slot is the function of the device not given anymore. Due to this deformation the holding pins are not in position and would not snap onto the implant as the distance between the pins is too wide. Dimensional inspection: checked dimensions with caliper. Distance between holding pins. Specification 11.3mm (l6) +0.2/-0.1 / measured: 11.79mm = damaged. Drawing/specification review: drawing was reviewed to define the relevant dimension of the spacer clamp. The review of the manufacturing documents has shown that this lot did pass the required function test without any issues after manufacturing. Summary: the complaint is confirmed as the spacer clamp is due to the deformed slot not functional anymore. This lot of 24 pieces was manufactured in june 2013 and we are not aware of any other complaint for this article- and lot combination. Based on that and the findings above a manufacturing related issue can be excluded. Based on the provided information we can only assume that any occurrence during use or reprocessing caused the widening of the slot and finally the malfunction of the spacer clamp. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.670.305, lot: 8351961, manufacturing site: (B)(4), release to warehouse date: 28. June 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported during a spine procedure on (B)(6) 2019 there was an issue with a spacer clamp not functioning. This is report 1 of 1 for (B)(4). This report is for a spacer clamp.